Manufacturer narrative:
There was no known negative impact to the patient as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed. Hospital medwatch number (B)(4). Attempts have been made to the hospital for the patients condition.

Event description:
It was reported that a catheter wire unexpectedly broke off inside patient's anterior tibial artery branch. Retrieval unsuccessful. Surgeon's documentation states: "risk of further exploration not justified given restoration of flow and depth of dissection required in anticoagulated patient with risk of post-operative bleeding."